Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The complaint is being reported because one of the reported vessel sealer instrument was not sufficiently sealing. Although there was no reported injuries as a result of the reported issue, this reported could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci abdominoperineal resection procedure, the surgeon was encountering sealing issues with an endowrist one vessel sealer instrument. The customer installed another endowrist one vessel sealer instrument but the system displayed a 32001 error indicating that the instrument's blade may be exposed. The customer removed the instrument and then tried the first instrument again but got the same 32001 error message. The planned surgical procedure was completed with a ligasure instrument and there was no harm to the patient. The lot numbers of the instruments were not provided. The customer was advised to return the instruments to isi. On 11/05/2015. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint to obtain additional information. The surgical staff had informed him that during the surgical procedure, the first vessel sealer instrument did not adequately seal the patient's mesentery tissue and was also intermittently sealing. The patient's tissue did not appear to have much thermal affect and the surgeon had to activate cautery energy approximately 10 times. The site installed a replacement vessel sealer instrument but a system error 32001 occurred. Indicating that the replacement instrument's blade may be exposed. There were no sealing issues experienced with the replacement vessel sealer instrument. The site then re-installed the first vessel sealer instrument but the system error 32001 recurred. The csr verified that the appropriate cable connections were properly connected.